Manufacturer narrative:
Exact date unknown, event occurred a few days ago based on the date the manufacturer became aware of the event. D6b: explant date: procedure happened few days ago additional suspect medical device component involved in the event: product family: scs-paddle leads upn:m365sc8216700 model: sc-8216-70 serial:(B)(6) batch: 16012631.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulation (scs) explant procedure. The explanted devices were not returned per facility policy.